Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer report number: 1627487-2021-16456. It was reported that one of the patient¿s leads had high impedance on all contacts resulting in ineffective stimulation. It was noted that the issue occurred after the patient received an injection from their physician. As result, surgical intervention may occur on a later date. It is unknown which lead had high impedances so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s leads was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
A4- patient weight added.